Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient had a sudden onset of bowel leaks. It was stated that if the patient urinated, they would have bowel leaks. The patient was afraid to eat. This started in the past couple of weeks and there was no known accident or incident related to the complaint. Stimulation was increased the day prior to the report from ¿2 something¿ to 4v. It was indicated that stimulation hurt and an overstimulation sensation was noted. During the call, the patient¿s wife was using the programmer and the patient stopped feeling stimulation. Stimulation was confirmed to be off as there was no lightning bolt. Therapy was turned back on and stimulation was adjusted to 3.5v. No outcome was provided with this event. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Event description:
It was later reported that patient never had therapeutic effect which was considered sudden. The patient was miserable with implant and never had effect since implant. It was also mentioned that it never worked for patient.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-33, lot# va0k1av, implanted: (B)(6) 2014, product type: lead. (B)(4).